Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported hearing the device beeping. Technical services (ts) reviewed and found alerts for right ventricular automatic threshold (rvat) tests greater than programmed amplitude or suspended and right atrial automatic threshold (raat) tests greater than programmed amplitude or suspended. Ts advised it was not known why the rvat and raat tests were suspended and the cause of the beeping could not be determined. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported hearing the device beeping. Technical services (ts) reviewed and found alerts for right ventricular automatic threshold (rvat) tests greater than programmed amplitude or suspended and right atrial automatic threshold (raat) tests greater than programmed amplitude or suspended. Ts advised it was not known why the rvat and raat tests were suspended and the cause of the beeping could not be determined. Additional information from the field representative provided it was suspected the beeping sound came from the patient environment and not the device. The cause the rvat and raat tests in suspension was not discovered. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.